Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The device remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list hemolysis and bleeding as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted (B)(6) 2016 due to an unexpected rise in lactate dehydrogenase levels (ldh), which had increased to 1000 u/l on (B)(6) 2016. The patient's inr upon admission was 1.7 as compared to a goal of 1.7-2.2 due to a history of gastrointestinal bleeding. The patient exhibited no other signs or symptoms of hemolysis or thrombus. A heparin drip was started and the patient's ldh level trended down and the patient was discharged on (B)(6) 2016 with their ldh level at baseline. It was reported there were no changes in device parameters. Incidentally, it was reported that the patient had been admitted from (B)(6) 2015 due to gastrointestinal bleeding. The patient's hemoglobin level dropped from 14.2 g/dl to 9.4 g/dl and the patient was transfused one unit of blood. An upper and lower endoscopy performed did not reveal a source of bleeding.